Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation; therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The customer reported that during a radio frequency ablation procedure, water leaked from the grip of the needle electrode. The pt is reported as ok.